Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with intermittent blood glucose (bg) level of 288-400 mg/dl; cause was unknown. Customer attempted to self treat and gave a bolus via the pump. Customer was treated in ER with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support completed a system check and determined that the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.